Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, only the distal portion of the lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the optim sheath only near the proximal cut end of the lead which is consistent with friction to another device or patient anatomy. The silicone insulation in this region was not abraded. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage. Correction: section h3, device evaluation and evaluation attached should have been marked yes in the initial report.

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the lead. A failure event was observed during analysis. As received, only the distal portion of the lead was returned for analysis. Visual analysis found an external insulation abrasion breaching the optim sheath only near the proximal cut end of the lead which is consistent with friction to another device or patient anatomy. The silicone insulation in this region was not abraded. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.